Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump had a motor error. The customer's blood glucose level was unknown. The customer reported that they were able to clear the alarm and rewind the insulin pump. They stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to magnetic field. The insulin pump will be returned for analysis.